Event description:
It was reported that the device was unable to be interrogated using radio frequency (rf) telemetry. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.